Event description:
Faulty port needle; IV fluid leaking from plastic (top of port needle).

Manufacturer narrative:
The complaint of a leak was unconfirmed, as the reported incident could not be replicated. The extension set tubing was flushed with water and was patent to infusion; however, no leaks were detected in the complaint sample. A chr of lot# d818637 showed four other similar product complaint(s) from this lot. (205901, 207723, 213020, and 213034).